Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had experienced shocking sensations for a few months. It was noted that the ins was very mobile due to weight loss, and now there was a power on reset (por). The patient had no stimulation. The patient's bariatric surgery the year before, huge weight loss, and ipg being very mobile may had lead or contributed to the issue. They were not able to interrogate the device due to covid-19. The patient was to be reviewed in the clinic and listed for surgery. The issue was considered resolved. The device remained implanted and off. The issue occurred during normal use.